Event description:
It was reported that the patient presented post procedure after generator change. Upon interrogation, it was noted that the right ventricular lead fractured and exhibited failure to capture, failure to sense, and low pacing impedance. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.